Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
Pfs and medical records received. It was noted that patient had a second revision of his hip on (B)(6) 2011. The stem, which was revised in the second revision, was previously reported on (B)(4) for implant loosening, with the explant date of (B)(6) 2011. The revising surgeon identified that the stem was loose, and revised it accordingly. It should be noted that during the first revision on (B)(6) 2011, the surgeon attempted to extract the stem for suspected aseptic loosening, but was unable to, stating then that it was "rigidly fixed." Head added to complaint. There is no indication within the medical record that the liner was also revised at this time.

Manufacturer narrative:
Pfs and medical records received. It was noted that patient had a second revision of his hip on (B)(6) 2011. The stem, which was revised in the second revision, was previously reported on (B)(4) for implant loosening, with the explant date of (B)(6) 2011. The revising surgeon identified that the stem was loose, and revised it accordingly. It should be noted that during the first revision on (B)(6) 2011, the surgeon attempted to extract the stem for suspected aseptic loosening, but was unable to, stating then that it was "rigidly fixed". Head added to complaint. There is no indication within the medical record that the liner was also revised at this time. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.